Event description:
Confirmed revision of right pinnacle/s-rom implants due to pain and findings of high metal ion levels.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Further information regarding this report was not made available to customer quality. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from kennedy's. Confirmed revision of right pinnacle/s-rom implants due to pain and findings of high metal ion levels. Dor - (B)(6) 2011. Update oct 18, 2017: pinnacle spreadsheet received. Updated product code and lot number of cup. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from (B)(6)'s. Confirmed revision of right pinnacle/s-rom implants due to pain and findings of high metal ion levels. Dor - (B)(6) 2011. Update oct 18, 2017: pinnacle spreadsheet received. Updated product code and lot number of cup. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.